Event description:
Procedure: right pneumonectomy. According to the reporter: while the doctor was stapling the inferior pulmonary vein, cracking sounds were heard coming from the handle while firing, however, the device seemed to fire normally. When the surgeon was working on the bronchus, the same stapler was utilized with a different staple load. The stapler failed to deploy the staples. A new staple load was installed, and again the stapler failed to deploy the staples. A new stapler was introduced and successfully deployed the staple load. The right lung was resected without apparent complication. They closed the patient. The patient was extubated and took breaths on command. Shortly thereafter, while the patient was still in the operating room, anesthesia noticed that the patient had become pulseless. Acls protocol was immediately initiated. The surgical site was reopened and blood was noted to be rushing from the chest. The surgeon noted that the inferior pulmonary vein staple line had dehisced. Despite full resuscitative efforts, including mass transfusion and heart massage, the patient expired. It is unknown whether reinforcement material was used. An autopsy has been performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient, a (B)(6)-year old female with a medical history of right sided lung cancer under when at right pneumonectomy on (B)(6) 2014. As the surgeon was stapling the inferior pulmonary ven the covidien stapler products what has been described as a "cracking sound". The staples fired and the case proceeded. When the surgeon was working on the bronchus, the same stapler was utilized with a different staple load. The stapler failed to deploy the staples. A new staple load was installed, and again the stapler failed to deploy the staples. A new stapler was introduced ans successfully deployed the staple load. The right lung was resected without apparent complication. The patient was extubated and took breaths on command. Shortly thereafter, while still in the operating room, anesthesia noticed that the patient had become pulseless. Acls protocol was immediately initiated. The surgical incision was reopened and a large volume of bright red blood was noted in the chest cavity. Despite full resuscitative efforts, including mass transfusion and heart massage, the patient expired. The surgeon noted that the inferior pulmonary vein staple line had dehisced.